Event description:
(B)(4). Severe periods with left side constant stabbing pain, mood swings, weight gain, migraines, vision loss, painful ovulation,constant yeast infections, spotting, bleeding after sex and during pap smears, dizziness, hands and arms going numb all the time. (B)(6) covered it.